Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported condition, broken door, was confirmed by service. The cause of the reported condition was determined to be a broken hinge area due to mishandling. The door was replaced to fix the reported condition.